Manufacturer narrative:
Device evaluated by MFR.: a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that the catheter was difficult to flush and could not be irrigated through the flush port. During a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. When the catheter was prepared before insertion it was difficult to purge through the flush port. The flushing syringe had to be pushed on hard for liquid to be seen dripping from the distal end of the catheter. The catheter was then connected to irrigation, but the liquid level in the pressurized irrigation bag did not change even with the bag fully inflated and opened. The catheter was introduced into the faradrive sheath before irrigation was checked. Another attempt was made to purge the sheath with a syringe but pushing the liquid into the catheter again proved difficult. It was noticed that the flush port was more opaque than expected. The flush port was reconnected to the irrigation bag, but again the liquid level did not change. The catheter was replaced and the procedure was completed. No patient complications were reported. A check was also made for anything blocking the flush port, but no obstruction was seen. The device has been received at boston scientific's post market laboratory. It was further reported that there was no difficulty deploying the catheter array, but when it was undeployed for the first time the array stayed in a small basket shape.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. When the catheter was prepared before insertion it was difficult to purge through the flush port. The flushing syringe had to be pushed on hard for liquid to be seen dripping from the distal end of the catheter. The catheter was then connected to irrigation, but the liquid level in the pressurized irrigation bag did not change even with the bag fully inflated and opened. The catehter was introduced into the faradrive sheath before irrigation was checked. Another attempt was made to purge the sheath with a syringe, but pushing the liquid into the catheter again proved difficult. It was noticed that the flush port was more opaque than expected. The flush port was reconnected to the irrigation bag, but again the liquid level did not change. The catheter was replaced and the procedure was completed. No patient complications were reported. A check was also made for anything blocking the flush port, but no obstruction was seen. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to flush and could not be irrigated through the flush port. During a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. When the catheter was prepared before insertion it was difficult to purge through the flush port. The flushing syringe had to be pushed on hard for liquid to be seen dripping from the distal end of the catheter. The catheter was then connected to irrigation, but the liquid level in the pressurized irrigation bag did not change even with the bag fully inflated and opened. The catheter was introduced into the faradrive sheath before irrigation was checked. Another attempt was made to purge the sheath with a syringe but pushing the liquid into the catheter again proved difficult. It was noticed that the flush port was more opaque than expected. The flush port was reconnected to the irrigation bag, but again the liquid level did not change. The catheter was replaced and the procedure was completed. No patient complications were reported. A check was also made for anything blocking the flush port, but no obstruction was seen. The device is expected to be returned for analysis. It was further reported that there was no difficulty deploying the catheter array, but when it was undeployed for the first time the array stayed in a small basket shape.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. One picture shows device packaging with matching upn and batch numbers. The other picture shows evidence of an opaque flush port; however, the cause could not be determined. The review of the images did not confirm the reported allegation.

Event description:
It was reported that the catheter was difficult to flush and could not be irrigated through the flush port. During a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. When the catheter was prepared before insertion it was difficult to purge through the flush port. The flushing syringe had to be pushed on hard for liquid to be seen dripping from the distal end of the catheter. The catheter was then connected to irrigation, but the liquid level in the pressurized irrigation bag did not change even with the bag fully inflated and opened. The catheter was introduced into the faradrive sheath before irrigation was checked. Another attempt was made to purge the sheath with a syringe but pushing the liquid into the catheter again proved difficult. It was noticed that the flush port was more opaque than expected. The flush port was reconnected to the irrigation bag, but again the liquid level did not change. The catheter was replaced and the procedure was completed. No patient complications were reported. A check was also made for anything blocking the flush port, but no obstruction was seen. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there was no difficulty deploying the catheter array, but when it was undeployed for the first time the array stayed in a small basket shape.